Event description:
Defective replacement cylinders (three out of box failures during 1 month period). Poor seals cause server to drift, posing a pt/staff risk of being injured. Philips service manager has been notified. Reg. Affairs has been informed via e-mail.